Event description:
It was reported that oversensing was observed on the atrial lead. Due to the implant technique and the patients activity levels, lead damage due to clavicular crush was suspected. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found damage to the inner insulation of the lead at 16.6 to 16.8cm from the connector pin. This damage could have contributed to the oversensing observed on the lead.